Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of post-paced t wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that no intervention were made and the patient was asymptomatic.